Event description:
The customer reported that during a patient event where the patient was being monitored, their device lost power. After the loss of power, the customer powered the device back on and observed it to power itself off again. After the second loss of power, the customer deployed a back-up device and continued patient care. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the intermittent power failure. Physio then replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.